Event description:
The customer contacted baxter's technical service center regarding an alarm and the caregiver (cg) indicated that they switched the bag out. The baxter technical service representative (tsr) explained that they had a sterile setup but if they replaced only the bag they have introduced air into the setup and should change the entire setup. The tsr advised the cg to dispose of the current supplies and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the home patient's caregiver on (B)(6) 2011. They initially changed out only the bag but called baxter and changed out all the supplies after the baxter technical service representative (tsr) told them the setup had been compromised by only changing out the one bag. They did not resume therapy until after starting over with new supplies. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.